Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. Reason for revision - soft tissue interposition and the implant and/or impingement of the lesser tuberosity on the coracoid.